Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission indicated that the right ventricular (rv) lead exhibited noise oversensing resulted in pacing inhibition. The patient was checked in clinic on (B)(6) 2026 with no programming change or intervention done; the physician elected to monitor the rv lead. The patient was in stable condition.